Event description:
The user facility reported the following event: the physician placed size 50 4.3 qwix screw at the 1st metatarsal and the medical cuneform. Once engaged with the opposite bone, the screw broke in half at the mid-shaft. They physician then tried to remove the screw with pliers. The screw broke into coiled pieces of metal forcing the physician to leave the distal portion of screw stuck in the patient. The physician drilled for the screw, and the bone area was average middle aged bone, not especially hard bone. The spin screw broke where the shaft meets the head. The physician used a unic ip to try to stabilize the area. This incident is related to MDR numbers 9615741-2007-00062 and 9615741-2007-00064.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.